Manufacturer narrative:
Cook ireland ltd (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi)(importer). Exemption number: e2016031. Information pertaining to section g. 1 as follows: importer site contact and address: (B)(4) cook medical incorporated (cmi) 1025 acuff road p.o box 4195 bloomington indiana 47402-4195. Importer site establishment registration number: 3005580113. Problem statement the patient with distal common bile duct stricture. Radiography and measure the length of the target stricture is 70mm, so the physician placed a zib6-40-8-80 to expend the stricture. However, after radiography, the physician found that part of distal common bile duct stricture had not been covered, thus the physician plan to advance a new stent with zib6-40-6-8.0 along the wire guide. The physician opened the package of zib6-40-6-8.0 found the tip of the catheter was bent as if there was kink mark on the surface of the introducer catheter. The physician straightened the introducer catheter and inserted the catheter over the wire guide. But the physician met resistance during this process the tip of catheter against the stent (zib6-40-8-80) could not be advanced. Then the physician withdrew the catheter and process a ptcd with the patient and drainage unobstructed. Then finish this procedure." Device evaluation the zib6-40-6-8.0 device of lot number cf1262515 involved in this complaint was returned for evaluation, without the original packaging. With the information provided, a physical examination and document based investigation was conducted. From customer testimony it is known the device was ¿bent¿ in the packaging. The second stent was not implanted in the patient as the physician removed the device when resistance was met during. The physician performed a ptcd procedure and the drainage was unobstructed as a result. The device related to this occurrence underwent a laboratory evaluation on the 14 june 2018. On evaluation of the returned device, the stent was still loaded in the device with the red safety trigger in place. A kink was observed in the flexor distal to the white cap. The device was flushed with no issues. A 0.035¿ wire guide could not pass beyond the kink in the flexor. The stent was deployed with no issues, was undamaged and measured 8.0 cm in length. The distance between the pusher ring and the distal white tip was 94.0 mm which is within specification. Complaint is confirmed as the failure was verified in the laboratory. A kink was observed on the flexor and a 0.035¿ wire guide could not be advanced beyond it. Possible root causes for this occurrence could include incorrect device handling during removal from the packaging and/or device preparation. Incorrect handling of the device while in the packaging and/or removal from packaging and/or during device preparation could have caused or contributed to the formation of a kink in the flexor. The kink could have caused or contributed to the resistance felt by the physician resulting in the inability to advance the device further to deploy the stent. However, as the circumstances of use cannot be replicated in a laboratory environment, a definitive root cause cannot be determined. There is no evidence to suggest that the customer did not follow the instructions for use. Document review the zib6-40-6-8.0 device of lot number cf1262515 contains rmn# 18-135 (flexor 40 6fr) of qc lot number 248550 prior to distribution all zilver zib6 devices are subject to visual inspection and functional checks to ensure device integrity. A review of the relevant manufacturing records (cf1262515) revealed no discrepancies that could have contributed to this complaint. Upon review of complaints, this failure mode has not occurred previously with this lot number. Based on the information available to date, there is no evidence to suggest that there are any manufacturing issues associated with lot number cf1262515. Summary complaint is confirmed as the failure was verified in the laboratory. A kink was observed on the flexor and a 0.035¿ wire guide could not be advanced beyond it. The risk was determined to be risk category iii/no risk. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. Complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
This FDA MDR report is being submitted based on assessment of moderate risk for this failure mode. The patient with distal common bile duct stricture. Radiography and measure the length of the target stricture is 70mm, so the physician placed a zib6-40-8-80 to expend the stricture. However, after radiography. The physician found that part of distal common bile duct stricture had not been covered, thus the physician plan to advance a new stent with zib6-40-6-8.0 along the wire guide. The physician opened the package of zib6-40-6-8.0 ,found the tip of the catheter was bent, as if there was kink mark on the surface of the introducer catheter. The physician straighten the introducer catheter and insert the catheter over the wire guide. But the physician met resistance during this process, the tip of catheter against the stent(zib6-40-8-80) could not advanced. Then the physician withdraw the catheter and process a ptcd with the patient and drainage unobstructed. Then finish this procedure.